Event description:
A health care professional reported that after wearing the contact lenses consumer lost site in the eye additionally within 48 hours consumer eye became red, itchy and swollen. Additional information has been received which states that the consumer's family member took the consumer to seek medical emergency and was referred to eye hospital for several days. The lens was removed from consumer eyes and was diagnosed with corneal infection. The consumer was treated with unspecified eye drops for several days. Currently the consumer's eyes are now recovering, but they still cannot see properly as before. Further information received which showed consumer was not able to see clearly and still under medication it is also reported that the customer stopped taking some of the medication as prescribed by the doctor and was told not to take any more. The current status of the consumer¿s eye is symptoms continuing at the time of this report. Additional information has been requested but not yet received at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been received and updated in a2 and b5. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, states that consumer physician suggested for corneal transplant, the consumer can be able to see the colors and other things but unable to read with left eye. Additionally, consumer is having troubles to read when both eyes are open.